Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate high reading of "252 mg/dl". The pt uses two one touch ultramini meters and could not verify which meter had the inaccuracy issue. On (B) (6) 2010, this medical surveillance contacted the pt to clarify info obtained during the initial phone call. The pt manages his diabetes with self adjusting insulin and tests his blood glucose more than 4 times per day. The pt takes insulin based on his carbohydrate intake and the lfs meter readings. On (B) (6) 2010, the pt obtained a blood glucose reading of "252 mg/dl" in the morning, which the pt felt was inaccurately high. Based on the elevated reading, the pt reportedly took an increased dose of insulin. The pt claimed that he kept getting low readings on the subject meter throughout the day. At 2 pm, the pt indicated that he fell down. The pt did not loose consciousness, and did not have any symptoms at the time of concern. His boss called the paramedics. Shortly after, the pt was tested on the paramedic's meter at "32 mg/dl". The pt also tested with the subject meter at "60 mg/dl" at the time of concern. Based on statistical methodology, the calculated difference of these glucose results in within the expected value of <=30% and/or <=30 mg/dl. The pt was treated with IV glucose and was hospitalized for 5 days. During his hospital stay, the pt's insulin regimen was reduced. The pt's carbohydrate to insulin ratio decreased from 15:1 to 10:1. Since his hospital stay, the pt is currently taking less insulin and reportedly has not had any hypoglycemic episode. During troubleshooting, the csr noted that the pt did not have any control solution to perform a quality test. The test strips are in good condition and within the discard date. The results were taken from an approved test site and the testing technique was correct. This complaint is being reported because the pt claimed that he received medical intervention for acute complication of diabetes after he took insulin per the alleged elevated reading obtained on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.